Event description:
Healthcare professional reported via poster, "xen gel stent implantation in open angle glaucoma: 5-year results of a prospective study" from the egs conference, noting the following events; iop spikes, hyphema, early hypotony, choroidal effusion, iol dislocation, blocked gel stent, persistent hypotony, corneal edema, retinal detachment, seidel, vitreous prolapse in the anterior chamber and late onset endophthalmitis in unknown eyes.

Manufacturer narrative:
The reporter has declined to provide allergan further information regarding event, product, or patient details. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported via poster, "xen gel stent implantation in open angle glaucoma: 5-year results of a prospective study" from the egs conference, noting the following events; iop spikes, hyphema, early hypotony, choroidal effusion, iol dislocation, blocked gel stent, persistent hypotony, corneal edema, retinal detachment, seidel, vitreous prolapse in the anterior chamber and late onset endophthalmitis in unknown eyes.

Manufacturer narrative:
Corrected data: a.2., a.3., a.6., b.7.